Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient's symptoms were swelling and redness at the pocket site. The physician reviewed the patient's site and determined that the ipg was tilted in the pocket. The patient is doing well following the pocket revision.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient's symptoms were swelling and redness at the pocket site. The physician reviewed the patient's site and determined that the ipg was tilted in the pocket. The patient is doing well following the pocket revision.